Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a damaged liquid crystal display (lcd) and that the hanger assembly was broken. It was noted that the output connector assembly and lower case were broken. It was further noted that two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged liquid crystal display (lcd) screen and the handle was broken. There was no patient involvement.